Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary customer returned (2) loose 32gx4mm bd pen needles without tear drop labels or inner shields attached. The customer reported that the needles bend during injection and the pen is difficult to depress ¿ which causes her to use pressure when injecting. The returned pen needles were examined, and it was observed that both exhibited a patient end (pe) cannula bent at a 90-degree angle along the surface of the hub. The bent pe cannulas would cause difficulties in properly delivering medication during injection. No evidence of manufacturing defect was observed on either sample. Since both pen needles were returned after use, the probable cause of the bent pe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure. The root cause for this issue is user related. The pe cannulas were bent by the user after handling the pen needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced difficult device operation. The following information was provided by the initial reporter: consumer stated that the pen is sometimes difficult to depress and it causes her to use pressure when injecting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: the state was determined to be nc based on the area code within the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced difficult device operation. The following information was provided by the initial reporter: consumer stated that the pen is sometimes difficult to depress and it causes her to use pressure when injecting.